Manufacturer narrative:
The device and an x-ray were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602660 implantable port allegedly experienced a leak. The information was received from one source. One patient was involved with no reported patient injury. The female patient¿s age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602660 implantable port allegedly experienced a leak. The information was received from one source. One patient was involved with no reported patient injury. The female patient¿s age and weight were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided a device history record review was performed. An x-ray was provided for review and the sample was returned to the manufacturer for inspection. Leak was identified during evaluation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.